Manufacturer narrative:
The distal segment was returned, analyzed, and the outer insulation of the lead developed a breach due to non -electrical environmental stress cracking while in vivo. Concomitant medical products: 694958 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
The right atrial (ra) lead was electively explanted and replaced at the time of the right ventricular (rv) lead revision. The ra lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.